Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified striated broken on posterior, striated opening on anterior, wear abrasion and missing shell. Based on the device analysis the final assessment is: a striated opening on anterior and broken on posterior assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive additional, changed, and/or corrected data: b.7., d.10, h.3, h.6.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.